Event description:
During an l5-s1 spinal fusion, the surgeon encountered very dense bone while drilling a pilot hole for a facet screw. In attempting to drill the hole, the bit broke into pieces, with one piece remaining in the bone of the pt. The surgeon was able to back the drill bit out of the bone with a pair of needle-nose pliers and use the pilot hole for the facet screw, which was implanted successfully. The surgery continued w/o incident. No harm was done to the pt, and approx two mins were added to the surgery.

Manufacturer narrative:
The facetfuse drill bit that broke in two had been used at least once before, cleaned and sterilized, and returned to the facetfuse surgical kit to be re-used. The facetfuse surgical technique also include the package insert, which provides a list of single use instruments. On this is included "si 00218 drill, solid, 3.5mm x 50mm." The drill bits are being evaluated for other potential issues.